Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer is "going through insulin too quickly", and stated some of their pump settings may be inaccurate. Customer stated they set up the pump based off of memory. Reportedly, the basal rate was set incorrectly and the carbohydrate ratio was not set up. Tandem technical support guided the customer through verifying that all settings were set correctly. There was no reported impact to customer's blood glucose level.